Manufacturer narrative:
H10: additional information received determined that this event was no longer a reportable issue. This event no longer meets the reporting requirements stipulated in 21 cfr 803. As such, no further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the patient having been intubated and unable to speak, it was noted that there was no device issue. The circumstances that led to the patient having been intubated and unable to speak was indicated as being pneumonia. The patient having been intubated and unable to speak was resolved. The patient¿s weight the time of the event was provided. Regarding the current status of the patient¿s device is was noted as not having been explanted. The clinician programmer model used at the time of the event was clarified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was intubated since (B)(6) 2018 and the patient was unable to speak. The hcp wanted to verify who the patient¿s managing physician was. The hcp confirmed she had connected all physicians on list and neither are the patient¿s managing the pump. Regarding if there were any issues with the pump or therapy, it was reported as being unknown. A local company representative was being paged. No further patient complications have been reported as a result of this event.